Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump basal iq did not suspend insulin delivery properly. Customer's blood glucose was 70 mg/dl and customer consumed an energy drink to address bg. Reportedly, customer reverted to using an alternate method for insulin therapy.

Manufacturer narrative:
Correction: h4